Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. Patient 1: on (B)(6) 2022, a sample was collected from the patient. The sample was processed per pi and tested on xpert xpress cov-2, flu/rsv plus which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. Patient 1 retest 1: on (B)(6) 2022, the original sample was tested on the abbott m2000, which detected sars cov-2. Unknown if this was reported to the doctor. Patient 1 retest 2: as part of a correlation study, the original sample was tested on xpert xpress cov-2, flu/rsv plus on their second instrument on (B)(6) 2022. This resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. Sample was kept refrigerated. Customer is in the process of reporting this result. Patient 1 retest 3: on (B)(6) 2022, the original sample was retested on initial instrument on xpert xpress cov-2, flu/rsv plus which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. Sample was kept refrigerated. It is unknown if the patient is symptomatic. This case involves a specimen that tested negative by xpert xpress cov-2, flu/rsv plus test, but during instrument correlation study was positive on repeat xpert xpress cov-2, flu/rsv plus testing. Examination of pcr raw data showed normal pcr curves and no evidence of product malfunction. Testing with the abbott m2000 system was also positive for sarscov2. There was no known harm to the patient tested. The likely root cause is target/s near limit of detection or near cut-off. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; ""negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information."" Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. Patient 1: on (B)(6) 2022, a sample was collected from the patient. The sample was processed per pi and tested on xpert xpress cov-2, flu/rsv plus which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. Patient 1 retest 1: on (B)(6) 2022, the original sample was tested on the abbott m2000, which detected sars cov-2. Unknown if this was reported to the doctor. Patient 1 retest 2: as part of a correlation study, the original sample was tested on xpert xpress cov-2, flu/rsv plus on their second instrument on (B)(6) 2022. This resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. Sample was kept refrigerated. Customer is in the process of reporting this result. Patient 1 retest 3: on (B)(6) 2022, the original sample was retested on initial instrument on xpert xpress cov-2, flu/rsv plus which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. Sample was kept refrigerated. It is unknown if the patient is symptomatic.